Manufacturer narrative:
It is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues. The actual date of event is unknown. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 02apr2015. The review was performed from the date of manufacture to the present date 11may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer had an issue with pca button that it won't connect onto pump and conducted check-in procedure on this pump module for testing this pca control button. It failed with the control that was given then upon trying with a different control and it passed. So, the bad button was discarded and new button was supplied. There was no patient involvement.